Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other copilot device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that when the copilot devices were connected to each other, a leak at the connection point was noted. There was no clinically significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. As the reported loose or intermittent connection was unable to be confirmed, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the devices were not properly aligned while attempting to connect. There is no indication of a product quality issue with respect to manufacture, design or labeling.